Manufacturer narrative:
While the product family is marketed in the us, this event took place out of the country, in (B)(6).

Event description:
Second revision surgery performed on patient with fracture-dislocation on (B)(6) 2019. Primary surgery occurred (B)(6) 2019. First revision for dislocation occurred (B)(6) 2019 and no implants were exchanged. During the second revision, the surgeon explanted the 36mm centered glenosphere, the 24mm glenoid baseplate, and the 36/+6 standard humeral cup. The surgeon then implanted a helmet head.